Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the staples did not form completely causing the staple line to un-zip. Another device was used to complete the procedure. There was no adverse consequence to the patient.